Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was not working. The reporter did not have additional information regarding this patient. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.